Event description:
It was reported that there was possible intermittent undersensing and oversensing during some of the patient's ventricular fibrillation (vf) episodes. The right atrial (ra) and right ventricular (rv) leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.